Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic hepatectomy, the subject device (the 1st device, tb-0510ic) was used and the probe damage error occurred. Although the user exchanged it with the 2nd device (tb-0520ic) and continued the procedure, the ptfe pad of the 2nd device was separated. The user exchanged it with the 3rd device (tb-0510ic) and continued the procedure, the probe damage error occurred. The procedure was completed with another similar device (the 4th device). There was no patient injury reported. This is the last of three reports.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. This MDR is regarding the 3rd device of the reported three defected devices. The evaluation confirmed that the ptfe pad of the device was partially separated. The probe of the device had cracks at 13.5 mm from the distal end. The probe and the jaw had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad was worn and separated. Considering the evaluation result of the device, omsc concluded that the ptfe pad separated since the user activated output without grasping anything (including after the tissue separated), which caused the contact between the probe and the jaw. Because the user kept outputting in its state, the contact marks and the cracks were made. And the reported error occurred. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is one of the three reports. Cross reference MFR. Report number 8010047-2015-00296 and 8010047-2015-00297.